Event description:
Info received indicates trendelenburg is not functioning from the foot pedal.

Manufacturer narrative:
The tech found the rubber gasket from the valve had come loose, blocking the valve and preventing the trendelenburg function from working. The technician replaced the valve to repair the bed.